Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no activity record for station and not synchronized to the server. A technical support specialist (tss) coordinated with the user to reboot the device after repeated timeouts, successfully reconnected remotely, reviewed data synchronization logs, identified structured query language constraint errors, applied knowledge article medstation es ¿ retry mode: insert into tx.encounteritemtransaction ¿ mismatching adt.encounterpatientlocationkey, and performed a full synchronization without dropping the database. Confirmed with the user that the issue was resolved, monitored for 24 hours with no recurrence, and proceeded with case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that the bd pyxis¿ medstation¿ es station had no activity record for station and not synchronized to the server. However, there were no delay to patient care and adverse events or injuries reported based on this incident.